Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure to fire and deploy or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that on (B)(6) 2015 the needle never deployed and that her blood glucose reached 283 mg/dl. Pt heard only one click. Pod was worn between 1 and 4 hours.